Event description:
It was reported that during preventive maintenance it was found that cardiosave, intra aortic balloon pump (iabp)¿s the nvram chip needs replacing but the chip was soldered to the board. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.